Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk.

Event description:
They were unable to do the pump refill; an abdominal x-ray showed the pump had flipped. The revision was done (B)(6) 2012.

Event description:
A flipped pump was reported. It was stated that a "revision was being done for the pump/catheter." It was added that the original length of catheter was 90.9cm and the newly revised total catheter length is now 85.41cm. Original catheter was aspirated of drug. Drug delivered via the device was bupivacaine and dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.